Event description:
It was reported that during the procedure in the mildly calcified and moderately tortuous distal right coronary artery, the 2.5 x 18 mm xience v stent system was advanced into the patient anatomy, resistance was felt and force was applied. The stent system was unable to cross to the target lesion. There was no clinically significant delay and no reported adverse patient effects. No additional information was provided. Return device analysis revealed that the device was returned with the protective sheath pushed proximal on the balloon. The stent remained on the stent system shaft under the protective sheath and the balloon was wrinkled. Additional information received indicates that the kink in the hypotube and stent dislodgement occurred during the procedure. It was noted that a kink occurred in the hypotube and the stent became dislodged proximally on the stent delivery system shaft, but remained on the stent delivery system during withdrawal. The stent system was withdrawn from the patient anatomy with resistance and a new unspecified stent system was advanced, but was unable to cross the target lesion. After the 2.5 x 18 mm xience stent system was removed from the patient anatomy, the yellow protective sheath was replaced on the stent system and the device was packaged for return. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible on the hypotube consistent with handling. The stent implant was dislodged from the balloon and was located on the shaft, inside the yellow protective sheath, confirming the dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The entire length of the balloon was wrinkled. The distal end of the yellow protective sheath was located on the shaft at the proximal end of the balloon. The shaft was wrinkled 18 cm distal to the guide wire exit notch, for a length of 2 mm. There was a kink in the hypotube 14 cm distal to the strain relief tubing, confirming the kink. An attempt was made to remove the yellow protective sheath from the balloon in order to take outer diameter measurements of the stent implant but the yellow protective sheath would not advance past the wrinkled balloon. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified which likely contributed to the failure to advance. Additionally, it was reported that force was applied to the sds in the attempts to cross the lesion. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that as force was applied, an interaction with a calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have dislodged the stent from the balloon and caused the hypotube to kink as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the kinked sds and dislodged stent with the anatomy would have contributed to resistance during retraction. Additional handling after the procedure during packing for return analysis and placement of the protective sheath over the balloon would have contributed to the noted wrinkled balloon and shaft. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or kinks for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.